Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the modular chemistry (mc) syringe, mc sample prove, valve, ion selective electrode (ise) ratio pump and cleaned the flow cell to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous erratic patient results for sodium on the unicel dxc 800 synchron system. The erroneous results were reported outside of the lab and later amended. There was no change in patient treatment in association with this event.